Event description:
The customer reported that the system will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the isd power control printed circuit board. The system was tested and found to be working as intended and put back in service.